Manufacturer narrative:
Updated fields b4, g3, g6, h2, h6, type of investigation, investigation findings, investigation conclusions, h11. Corrected field e1 event site name. An intra aortic balloon iab leak is the loss of integrity in the balloon membrane or its connections allowing blood or gas to enter or escape. Since the product was not returned and based on the limited details provided by the user the exact cause of this particular event was not able to be identified. However causes of iab leaks can include one or more of the following: 1. User not following instructions per IFU mishandling, 2. Misuse of device, 3. Membrane folding resistance, 4. Patient related factors such as plaque abrasion.

Event description:
N/a.

Manufacturer narrative:
Correction to h11: after further review it was determined that the event was already reported in mfg report no: 2248146-2026-0000630. Please refer to mfg report no: 2248146-2026-0000630 for all event related information. Please cancel mfg report no: 2248146-2026-0000707 in your database.

Event description:
N/a.

Manufacturer narrative:
After further review it was determined that the complaint was already reported in tw#: (B)(4). Hence, the record is invalid as it is a duplicate. Please cancel in your database.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.complaint record ID (B)(4).

Event description:
It was reported by the customer that during use the intra-aortic balloon (iab) when the intensive care physician inserted the counterpulsation balloon, blood return was evident across the entire surface, leading to the conclusion that the balloon was ruptured. There was no patient harm or injury reported.